Manufacturer narrative:
Investigation results were made available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: revision due to dislocation review of event description: it was reported that a patient underwent a revision of durom implants (left hip) on (B)(6), 2017 and was subsequently revised due to recurrent dislocations on (B)(6), 2017. A continuum cup, liner and femoral head along with 3 screws were revised during the revision procedure. It was noted in the operative notes that the femoral head showed laxity and instability. This is a split case with zimmer inc., warsaw reference number (B)(4). Three hip dislocation events of the patient after the op on (B)(6), 2017 (recurring dislocations) are captured under (B)(4). Review of received data: - x-rays belonging to (B)(6) 2017 and (B)(6) 2017 were received. Older x-rays show the previous thr (the durom implants), while the newer ones show the post-op revision situation. No x-rays belonging to the time period of this complaint was received for the investigation. Missing information was requested but was not available. X-ray report dated (B)(6), 2017 and (B)(6), 2017 was reviewed. It did not convey any valuable info for the investigation of the case. X-ray report post-op revision dated (B)(6), 2017: soft tissue swelling and soft tissue gas about the left hip, with overlying cutaneous staples.there are no radiographic findings of acute postoperative complications. X-ray report post-op revision dated (B)(6), 2017: left tha shows good position of the implants. Acceptable alignment. - surgical notes dated (B)(6), 2017: pre-op diagnosis: left hip failed acetabular prosthetic component with loosening operation: the patient was revised due to loosening of the acetabular prosthetic component. There was no bony growth throughout the acetabular component. There was no bone loss medial along the pelvic rim. A 54 mm reamer was utilized and adequate scar tissue and the bleeding surface of bone was exposed. Following that, a 55 mm reamer was utilized. The continuum cup was inserted in about 40-45 degrees of flexion and about 25-degree anteversion, impacted, transfixed with three adequate-length screws. The 36mm pe liner was inserted and impacted until confirmed to be well seated. 0 x 36-mm modular head showed slight laxity on longitudinal. There was some foreshortening of the left lower extremity preoperatively. +3.5 x 36-mm modular head was trialed and showed good stability in flexion, adduction, internal rotation. The +3.5 36mm ceramic head was impacted into the morse taper. The hip was reduced and put through the range of motion and showed good stability. Surgical notes dated (B)(6), 2017: pre-op diagnosis: recurrent left hip dislocation operation: the hip joint was dislocated and the modular femoral head was removed. The acetabular polyethylene component was removed with ease. The screws were removed, and the acetabular component was removed. Zimmer continuum cup 36mm implanted at 40° flexion and 25-30° anteversion, fixed with 3 screws. 36mm liner impacted and confirmed to be well seated. The removed +3.5 head had showed laxity and instability. +7mm was tried and showed instability. Leg was still shorter than right side. +10.5 head then tried and showed better stability. Good stability anteriorly. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. According to the information received, the product location is unknown. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet (between the insert and the head). However, as the stem is unknown, compatibility check between the stem and the head could not be performed. Root cause analysis: root cause determination using dfmea: - mal-function of tha (wear, fracture, dislocation etc.) Due to wrong size of head diameter and/or offset, wrong taper size combination => possible: correct size of the head diameter was selected. But the revision surgery report indicates the laxity and instability of the explanted head. Therefore, wrong offset choice is a possible reason. - increased chemical, galvanic or crevice corrosion and / or fretting of material, metal ion release due to not allowed/ wrong combination of zimmer products => not possible: combination is allowed. - patient behaviour leads to premature failure due to inadequate information during patients counseling by surgeon => possible: it cannot be proved, therefore cannot be excluded. Conclusion summary: according to the event, the patient underwent a revision surgery due to recurring dislocations after 13 days in-vivo time. Cup, liner and head were revised. No x-rays belonging to the explanted items and the 13 days time window were received for review. Revision surgery report dated (B)(6), 2017 states that the laxity and instability. Therefore, the most possible cause for the dislocation is the wrong head offset selection. However, inadequate information during patients counseling by surgeon, use of the head on a damaged stem taper and malposition of the components (no x-rays were received to confirm) might be possible reasons leading to the failure as well. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a biolox delta, ceramic femoral head, l, 36/+3.5, taper 12/14 on the left side on (B)(6) 2017 and the patient underwent revision surgery on (B)(6) 2017 due to dislocation.